Event description:
This valve was explanted due to paravalvular leak. The replacement valve, sjm 23aj-501, was "downsized due to calcification of the aorta". Add'l info has been requested in a letter to dr.